Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported blood glucose (bg) ¿high¿ on ilet and 480 mg/dl via fingerstick about 3 hours after a supply change with a 23" 6mm cd infusion set. The patient had not eaten recently, lacked ketone testing supplies, and is ~1 month new on ilet pump. The agent confirmed supply change steps were correct, no leaks/kinks were present, and guided the patient through a site-only change with successful drops seen. The patient was advised to rotate sites and informed it may take 60¿90 minutes to see effect. Same day follow-up showed that bg was at 460 mg/dl after dinner/meal announcement. By late evening, the patient's bg had decreased to 308 mg/dl and trending down, with patient feeling better. The supplies confirmed to be functioning properly. The patient experienced dry mouth and felt nauseous. The patient was reported to have been out of bg range for 90+ minutes. No medical intervention required at the time of call.